Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 26 mmol/l. Customer had blood glucose level of 8.8 mmol/l. Customer stated that the insulin pump had insulin flow block alarm. Customer was using auto mode. Customer stated that the insulin pump passed self test. The insulin pump will not be returned for analysis.